Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 559mg/dl at the time of the incident. The customer reported that that she lost transmitter. The customer stated that treated using the pump and then work but they ended up calling emergency medical services. The customer also had a hospitalization on (B)(6) 2017 for high blood glucose and diabetic ketoacidosis. The customer also had to deal with high blood glucose above 500mg/dl. Patient's current blood glucose was 134mg/dl. The customer had declined to troubleshoot for the high blood glucose. The customer was wearing the pump at time of hospitalization the customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.